Event description:
The patient had a pre-operative nephrectomy and had paired renal arteries to the remaining kidney before their evar procedure. The physician reported that following the evar procedure, the patient had stopped producing urine. Clinical investigation determined that the renal artery had become occluded. The patient now requires renal dialysis.

Manufacturer narrative:
A full review of the device history record has been carried out with no anomalies identified product was manufactured and released for sale in accordance with specifications. There is no information to suggest that the device has not met the final release criteria. On the final check angiogram at the evar procedure, the right renal arteries were seen to be filling with contrast in a similar manner to that at the beginning of the procedure prior to insertion of the stent graft however, at some point post operatively, renal artery occlusion has occurred.